Event description:
Reporter indicated that a system diagnostic test showed high lead impedance. It was reported that no trauma or manipulation has occurred. It was reported that the pt had experienced a recent slight increase in seizures below pre-vns baseline, although the neurologist is not sure of the cause of the seizures. Reporter indicated that the pt would be referred to another epileptologist for evaluation of high lead impedance.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.